Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the tip of the attempted right ventricular (rv) lead was bent after insertion into the patient's body. The physician felt that the bend was preventing the lead from being advanced. The lead was removed. While a slight curvature was present it was uncertain if it existed prior to insertion. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.